Event description:
Abbott diabetes care (adc) received a swedish medical products agency user report which reported the following information: a low glucose reading issue was reported with the adc device by a healthcare professional (hcp). The customer received a lower reading between 4-5 mmol/l on the adc device compared to a reading of over 30 mmol/l on an unspecified device. The results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of wear is unknown. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer presented at an emergency room for assistance; however, it is unknown what treatment was administered. Adc customer service successfully contacted the hcp and confirmed that the hcp informed the customer to contact adc directly for replacement of the device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.